Event description:
Customer experienced imprecision for one pt sample for ast. The following results for that pt were from two samples: plasma sample gave - 1.2 u per l and -2.6 u per l. Serum sample gave 12.9 u per l twice and 958 u per l (using a 1:20 dilution). The result was not reported. If additional info is received, appropriate notification will be provided.